Manufacturer narrative:
Additional information has been requested regarding this event; however, no additional information was available. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that an right ventricular (rv) defibrillation lead exhibited high pacing impedance measurements of greater than 3000 ohms. No adverse patient effects were reported. The lead remains in service.